Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code) has been confirmed. Upon investigation the monitor displayed a service code 110 (over voltage cleared no energy) and failed a pulse test. The cause for the service code 110 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 caused the service code. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code.